Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system the " needle shield safety device is breaking apart when activated." No report of serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to:other. D.8. Device single use?: no. H.3. Device returned to manufacture: no. Investigation summary: no sample or photograph available for investigation. Device/batch history record review findings: ¿ the lot was manufactured on nexiva line 1 from 29mar18 through 4apr18. ¿ all challenges were successful set-up and in process samples including (but not limited to) machine caused damaged were performed at various stages during the manufacturing process and all passed per specification. Eura (end user risk analysis) was reviewed and determined that a cause of the defect could be a missing bump. This defect was confirmed through the investigation of similar complaints received for the same batch/lot number 8087800. A situation analysis (mps-18-1293) was initiated due to the occurrence of this defect for further assessment. Although units were not returned for evaluation, the defect has been confirmed as the lot number associated with this incident is under global qn 200755699 for safety shield activation failure. The root cause and corrective actions are currently being investigated by the correspondent team. This incident is currently being investigated through a voluntary recall including field action: mps-18-1293- fa. Corrective action project / CAPA (#505083): this is an issue with the safety feature of the device. Although occurrence is low and all reported incidents thus far have limited severity (contaminated needle stick injury with no known blood borne pathogen), there is the potential for higher severity end user effects. A CAPA project has been opened to address this incident.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system the " needle shield safety device is breaking apart when activated." No report of serious injury or medical intervention.